Manufacturer narrative:
There was no product malfunction. A philips response center engineer (rce) obtained alarm audit log files the central station (pic ix). The logs show that the ECG alarms were turned disabled/off at 00:34 and the respiratory alarms were turned off at 1:50. These alarms were then activated at 4:15; once activated, alarms occurred for asystole, and apnea. The alarms were then either paused or silenced on several occasions leading up to the equipment being taken offline. The rce indicated that the customer biomedical engineer (biomed) stated it is not the material from philips that is the cause of the death, but this configuration choice by the service. The device remains at the customer site. No further investigation is warranted at this time.

Event description:
The customer would like to recover the logs following a patient death in the night of (B)(6) 2019 to (B)(6) 2019 in ch6 usinv service around 3am. The patient was connected to a mx700 bedside monitor. The patient died.